Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was dropped and the screen cracked, after which the touchscreen became unresponsive and the user could not operate the device. Symptoms included no clinical effects. Outcomes included no user injury, no medical intervention, and no hospitalization. Investigation included complaint intake review and logistics tracking of a replacement device shipment and return of the original unit. Investigation of this device revealed physical damage to the display consistent with accidental drop, resulting in a nonfunctional touchscreen and loss of usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.